Event description:
Pt's cadd legacy pump reading error 1720. Pt switched to back up pump with no lapse in infusion or side effects. Replacing malfunctioning pump and pt will send back pump. Sn (B)(4). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.